Event description:
It was reported that the lead exhibited noise by the analyzer and sensing waves could not be measured, pacing failure was also confirmed, changing cables did not solve the problem. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: dried body fluids clogged the helix. After cleaning, electrical analysis revealed normal lead impedance. No anomalies were found.